Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced a delay in keypad response of approx 3 seconds due to a failed processor printed circuit board. The keypad was tested and found to be functioning as expected. The failed processor printed circuit board was replaced.

Event description:
It was reported that a spectrum pump had a delayed keypad. It was also reported that there was no pt incident.